Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to troubleshoot and stated that the type of infusion set used was going to be changed from a t:30 to a t:90.